Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) and screen was damaged. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1712kl was requested and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to constant critical pump error alarm (open book image). Successfully utilized crest and thus to download history files and traces. Critical pump error (open book image) alarm and pump error 40 alarm confirmed in the formatted history file on (B)(6) 2024 10:01:00.000, (B)(6) 2024 10:11:00.000 motor safety circuit error (40). File number:(B)(4). Line number: (B)(4).hw/sw: sw. Pump was cut open to perform visual inspection and no moisture damage found inside the pump. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received minor scratched lcd window. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 40. Critical pump error (open book image) alarm and pump error 40 alarm confirmed due to software error. Damage (physical or cosmetic) confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.